Event description:
It was observed that during the device evaluation, the distal sheath and bending section of the videoscope are broken. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the break in distal sheath and bending section of the videoscope was caused by an external factor such as having contact with something sharp. Olympus will continue to monitor field performance for this device.